Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report high blood glucose and to request assistance with the fill tubing process. Blood glucose reading at the time of the call was 330 mg/dl. The customer stated that the insulin pump wasn't changing gears during the fill tubing process. Customer had treated the high blood glucose with manual injection. The customer had a blood glucose reading of 400 mg/dl before he treated with manual injection. Troubleshooting was performed. The insulin pump was found to be functioning as designed. Nothing further reported.